Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: cat#650-1064 cer option type 1 tpr sleve -6 lot#2900788; cat#650-1055 cer bioloxd option hd 28mm lot#2898728. Report source: foreign country: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01917.

Event description:
It was reported the e1 active articulation bearing of the g7 dual mobility was implanted in the patient approximately 3 years and 8 months ago. Subsequently, the patient was suspected of having ipd when he underwent manual reduction approximately 1 month ago due to the head being removed from the e1aa bearing. However, it was confirmed that the bearing had come off the cup during the revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.